Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute onyx coronary drug eluting stent came off the balloon prior to deployment resulting in a sheared stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.